Manufacturer narrative:
G4: 04may2020. B4: 06may2020. The manufacturer¿s international service technician could not confirm the reported issue. The error log was examined but an error showing anomaly was not present. The manufacturer¿s international service technician stated the reported phenomenon was unable to be duplicated despite operation checking. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23aug2019.

Event description:
The customer reported a mode failed to shift to a standby. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Date rec'd by MFR: 03dec2019. Date of report: 03dec2019. The manufacturer¿s international service technician confirmed the reported issue. A defective circuit was observed. The customer has not repaired the unit at this time. If further information is obtained, this complaint will be reopened. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to failure investigation. The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.